Manufacturer narrative:
Additional information has been requested regarding the patient and their product details; however, not been made available per the date of this report. (B)(4).

Event description:
Per the clinic, the patient underwent revision surgery to excise skin at the implant site, and place a longer abutment (date not reported).